Manufacturer narrative:
Adult patient (age not provided). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of, the treatment for and the outcome of the peritonitis was not reported. No further information was provided regarding whether the patient was hospitalized for the event or if pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The patient developed bacterial peritonitis manifested by abdominal pain, nausea and vomiting. The patient was hospitalized for the peritonitis and on the same day was treated with vancomycin (1g every third day, route not reported) and ceftriaxone (2g, route and frequency not reported). Seven days after hospitalization, the patient was discharged. After approximately a month, the patient stopped antibiotic treatment. At the time of this report, the patient was recovering from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.